Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during treatment, it was observed that the tube of some intrasite gel applipak 15g ctn 10 units lacked a cap and tube closure. It was noted that the cream was airborne and therefore not sterile. The number of defective units is unknown. Treatment was completed, without any delay, using a back-up device. No patient injury reported.

Manufacturer narrative:
H3, h6: the device was not used for treatment and was not returned for analysis. No photographs were provided in support of this complaint. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. It was reported that, during treatment, it was observed that the tube of some intrasite gel applipak 15g ctn 10 units lacked a cap and tube closure. A manufacturing process review was carried out. The manufacturing process has equipment and manual inspection to ensure that products that do not meet specifications are removed. Probable cause include loss during transport or use. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A review of complaint history did not reveal similar events for the listed batch and part number with no manufacturing problems observed. A review of prior escalation actions found no actions applicable to the scope of this case. A risk management review concluded that the alleged failure mode and any associated harm has been anticipated within the risk file, with no updates required this investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range. Internal complaint reference number: (B)(4).